Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient had ICD surgery and the incision is near the shoulder straps of the lv. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s went to a skin allergist for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.